Event description:
It was reported that the customer was getting dressed and the pump fell out of his clothes and hit the floor on the carpet. Customer stated that the lcd screen of the pump was cracked. Customer's blood glucose level was 80 mg/dl. Customer stated that the last 3 quarters of the crack leaked out and it is black. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.